Event description:
Pt was undergoing a stapled hemorrhoidectomy in the or. The hemorrhoidal stapler was inserted in the recturm and the pursestring was tied. The pursestring was circumferential. Stapler was tightened down to the appropriate range and fired, with tension being held for thirty seconds. Stapler was removed and there was a good ring of mucosa and submucosa. However, in inspecting the staple line, this appeared to be intact for only approx 270 degrees. Posteriorly, the stapler did not appear to have completely fired and some staples were visible that were misshapen. Some of the bleeding areas were cauterized, but required sutures circumferentially, particularly posteriorly where the stapler had misfired. During the surgery, there was approx a blood loss of 700 ml. The pt was admitted s/p surgery to follow her hematocrit. Pt discharged on 7/05.